Event description:
This is a solicited case report received from a customer via social media in united states on (B)(6) 2014, which refers to herself. She is a (B)(6) year old female consumer who was involved in a active online listening, study number: (B)(4) had essure inserted and experienced the adverse events as described below. Consumer had 2 pregnancies and also had heavy period. Consumer reported that she was so sick being pregnant and did essure procedures to get fixed (date not reported) and an ablation for heavy period. She had ablation along with essure for heavy period and this ablation caused a post ablation tubal sterilization syndrome with excruciating pain for 3 years. Consumer underwent hysterectomy and stated that she has already seen good results with her hysterectomy because she had the worst smelling discharge for the past 3 years and the doctors treated her for infections, but it never went away and she was happy to say it resolved after hysterectomy. Consumer also mentioned that after hysterectomy she received pain medications as ibuprofen. She was depressed because jeans just hurt. She stated that she hasn't had any bleeding or spotting and sure hope it wasn't in there getting an infection. She would have an appointment with her doctor.

Manufacturer narrative:
Company causality comment: this non-medically confirmed, solicited case report was received from a (B)(6)-year old female consumer through essure generic active online listening, study number: (B)(4). She had essure (fallopian tube occlusion insert) inserted and experience post ablation tubal ligation syndrome. She was submitted to a hysterectomy; event's outcome was not provided. This event was considered serious as medically significant and it is listed in the reference safety information for essure. Post-ablation tubal sterilization syndrome is a rare condition that has been reported in women with a history of tubal sterilization who undergo endometrial ablation; performing endometrial ablation immediately following placement of essure micro-inserts may increase the risk of this condition. In this particular case, the consumer stated that she had an ablation along with essure, which was considered as an off-label use of the suspect insert. Nevertheless, given post-ablation tubal sterilization syndrome pathophysiology a contributory role essure therapy in this event cannot be excluded and it was, thus considered as related to the suspect insert and an incident due to the reported intervention (hysterectomy). In addition, the non-serious events is the worst smelling discharge for the past 3 years, treated her for infections, but it never went away, jeans just hurt after hysterectomy and depressed because jeans just hurt after hysterectomy were reported. A product technical analysis is being sought. No follow information can be obtained since this a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
The product technical complaint investigation and final assessment were received on 12-aug-2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. Medical assessment: the reported events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect." In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, solicited case report was received from a (B)(6) female consumer through essure generic active online listening, study number: (B)(4)/. She had essure (fallopian tube occlusion insert) inserted and experienced post ablation tubal ligation syndrome. She was submitted to a hysterectomy; event's outcome was not provided. This event was considered serious as medically significant and it is listed in the reference safety information for essure. Post-ablation tubal sterilisation syndrome is a rare condition that has been reported in women with a history of tubal sterilisation who undergo endometrial ablation; performing endometrial ablation immediately following placement of essure micro-inserts may increase the risk of this condition. In this particular case the consumer stated that she had an ablation along with essure, which was considered as an off-label use of the suspect insert. Nevertheless, given post-ablation tubal sterilisation syndrome pathophysiology a contributory role of essure therapy in this event cannot be excluded and it was, thus considered as related to the suspect insert and an incident due to the reported intervention (hysterectomy). In addition the non-serious events: the worst smelling discharge for the past 3 years, treated her for infections but it never went away, jeans just hurt after hysterectomy and depressed because jeans just hurt after hysterectomy were reported. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up information can be obtained since this is a social media case.